Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient sample which was inconsistent with the patient¿s medical history. The patient¿s test result on another platform was normal. The following data was provided: architect result = 41.0 pg/ml (reference range is 0.0 to 15.6 pg/ml) alternate platform result = 3.8 pg/ml (reference range is 0.0 to 14.0 pg/ml) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 40067ud01 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 40067ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Additionally, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 40067ud01 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.